Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve an electrocardiogram (ECG) identified transient left bundle branch block (lbbb). No treatment reported. Additionally, bleeding from the right femoral artery was identified. The cause was not reported. An 8x5 stent graft was placed to aid in hemostasis. A non-medtronic closure device then applied. Baseline hemoglobin was 12.1 and at discharge 8.8. A transfusion was not provided. The bleeding recovered. The patient was discharge with an outpatient heart monitor. No additional adverse patient effects were reported. Additional information was received that the right femoral artery was used to achieve vascular access and a non-medtronic external sheath was used. The vascular injury occurred at the end of the transcatheter aortic valve implantation procedure.

Manufacturer narrative:
Updated data: b5. Second paragraph. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Third paragraph. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve an electrocardiogram (ECG) identified transient left bundle branch block (lbbb). No treatment reported. Additionally, bleeding from the right femoral artery was identified. The cause was not reported. An 8x5 stent graft was placed to aid in hemostasis. A non-medtronic closure device then applied. Baseline hemoglobin was 12.1 and at discharge 8.8. A transfusion was not provided. The bleeding recovered. The patient was discharge with an outpatient heart monitor. No additional adverse patient effects were reported. Additional information was received that the right femoral artery was used to achieve vascular access and a non-medtronic external sheath was used. The vascular injury occurred at the end of the transcatheter aortic valve implantation procedure. Additional information was received that the cause of the bleeding was a result of suture failure to approximate the arteriotomy and the presence of calcification was a factor. Per the physician, it was difficult to ascertain whether an external sheath contributed to the bleed.

Manufacturer narrative:
Updated data: h6 - annex b, c, d product analysis: the delivery catheter system (dcs) was not discarded; therefore, no product analysis can be performed. Conclusion: intra procedural images were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. The valve was deployed per best practices, and final depth was approximately 5-6 millimeter (mm) at the non-coronary cusp. Per medtronic best practices, the target depth of implantation is 3mm. A depth >5mm can contribute to conduction disturbances. A peripheral angiogram was performed, and contrast extravasation is visible suggesting a possible perforation. A stent graft was successfully implanted stopping the extravasation. Of note, it was reported that calcification and suture failure might have contributed to the bleeding. The instructions for use (IFU) states that potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, major or minor bleeding that may require transfusion or intervention (including life threatening or disabling bleeding); vascular access-related complications (for example, dissection, perforation, pain, bleeding, hematoma, pseudoaneurysm, irreversible nerve injury, compartment syndrome, arteriovenous fistula, stenosis). Vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the evolut system IFU and are typically related to patient factors (anatomy, comorbidities), and/or procedural effects (sheath used, user technique, puncture cut location). The cause of the bleeding was a result of suture failure to approximate the arteriotomy and the presence of calcification was a factor. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6 - annex b product analysis: the delivery catheter system (dcs) was not discarded; therefore, no product analysis can be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329; product type: 0195-heart valves; implant date: n/a, explant date: n/a; product ID: evolutfx-26, product type: 0195-heart valves, implant date: (B)(6) 2023, explant date: n/a. Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve an electrocardiogram (ECG) identified transient left bundle branch block (lbbb). No treatment reported. Additionally, bleeding from the right femoral artery was identified. The cause was not reported. An 8x5 stent graft was placed to aid in hemostasis. A non-medtronic closure device then applied. Baseline hemoglobin was 12.1 and at discharge 8.8. A transfusion was not provided. The bleeding recovered. The patient was discharge with an outpatient heart monitor. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b7. Relevant history medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.